Event description:
It was reported that, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 30 shocks due to supraventricular tachycardia (svt) with a heart rate of 240 beats per-min in the shock zone, in the same episode, there were also some fast beats classed as s but not t, because those beats were in the conditional shock zone and correlated. The patient was hospitalized and then discharged following pharmacological therapy. The technical services (ts) discussed reprogram options and troubleshooting. This electrode remains in service. No additional adverse patient effects were reported.